Event description:
On 05/26/2000, the pt's attorney contacted the MFR's representative and asked if attorney could be forwarded info (i.e., product inserts, instructions for use (IFU), how the device functions etc.) Regarding the product in question. The pt's attorney went on to state that at this time, no claim is being brought against MFR. It appears that attorney's client had the device implanted in 1998. On 07/14/1998, it was noted that the pt developed multiple clots around the device. According to the pt's medical records the operative notes state: axillosubclavian thrombosis with history of device placement. As a result, the device was explanted in 1998. Discharge diagnosis: thrombosis of left subclavian vein. The attorney would like to know if the product info indicates that some anticoagulant should have been used on the pt. The MFR's representative informed the pt's attorney that pt would have to contact the MFR's attorney with the above info and pt would contact attorney on tuesday (05/30/2000). No further details were provided at this time. On 05/30/2000, the MFR's rep spoke with the MFR's attorney who instructed that the product inserts be forwarded to the pt's attorney (inserts forwarded on 05/31/2000).